Manufacturer narrative:
The device has been returned for analysis and the evaluation is currently in progress. Once complete a supplemental report will be submitted.

Event description:
Medtronic received information that during the procedure the tip of the micro catheter prematurely detached (prior to use of the onyx) in the patient. The patient was undergoing embolization treatment of a spinal avm in the anterior spinalis. The vessel was mildly tortuous and the access vessel diameter was approximately 1.5-2mm. The devices were prepared as indicated in the IFU and the catheter was flushed per the IFU. While advancing the catheter through the vessel to the fistula entry, within tortuous anatomy, 3cm of the tip of the apollo catheter detached and was lost. The tip detached 6cm before the fistula entry, without any resistance. It was neither entrapped nor stuck. The physician left the piece of the device in the patient because the risk of damaging the vessel was too high and the fistula entry, where the tip of the device was lost, was going to be embolized. There was no vasospasm reported. The procedure was completed with a new catheter and the avm was embolized through another feeder. There was no injury to the patient, no surgical intervention required. The tip was left at the fistula entry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.